Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent resistance was met. The system was pushed into the lesion against resistance and was removed by pulling into the "gc", which are both contrary to instructions for use. A dissection resulted and was successfully treated, with the placement of three stents. In addition, the patient was in an acute myocardial infarct for which the instructions for use states the safety and effectiveness has not been established. Reportedly, the patient has been discharged is doing well.